Event description:
It was reported that log file review was requested due to an unusual amount of pulsatility index (pi) events noted while at the patient's bedside. The patient presented to the emergency room due to headaches, visual disturbances including visual disturbances including intermittent loss of vision on the left eye and bilateral subconjunctival hemorrhage happening weeks apart; first the right eye about 2 weeks ago and today the left eye. Both events were in the setting of an international normalized ratio (inr) within range. The event log file was full of pi events from 29may2025 from 11:32 until 12:30. It was noted that although pi events were considered routine and caused by common bodily functions, due to the amount of pi events seen in the log file, another issue may be the cause. There were no other unusual events recorded in the log file event history. The mechanical circulatory support equipment appeared to have been operating as intended. The patient was sent home after being monitored at the emergency department, and the patient's symptoms were noted to have resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b1: type of report corrected. Section b2: outcomes attributed to adverse corrected. Section h6: health effect - clinical code, health effect - impact code and medical device problem code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The reported pulsatility index (pi) events were confirmed via the submitted log files; however, a specific cause for the pi events could not be conclusively determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2025. The majority of the log file consisted of pi events. No notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 lvas. Section 1 also addresses all pump parameters, including pulsatility index (pi). Section 4 of the IFU, ¿heartmate touch communication system¿, states that ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed.¿ if the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed can be accompanied by a reduced pump flow. Additionally, there are no audible alarms with a pi event. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including international normalized ratio range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient's symptoms were noted to have resolved without treatment performed.